Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl, cause was unknown. Reportedly, the customer required assistance from contacts to address bg level with carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged insulin gauge/fill estimate issue was verified. Additionally, based on the analysis, the alleged low blood glucose issue could not be verified.